Manufacturer narrative:
Additional information : the device was manufactured between november 02, 2018 - november 03, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp continu-flo solution set presented a leak at the check valve. This event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.